Event description:
Approx 2 hrs into treatment and 10 mins after pts last bp check. Blood was found under the pts chair and it was found that the venous line had separated from the port of the pt's ash split catheter. Lines had been reversed 25 mins into treatment due to insufficient blood flow. 500cc ns was given estimated blood loss 500cc. Pt continued treatment and remained stable. Pt was subsequently brought to the hosp and transfused with 2 units of blood. Vital signs remained stable pre and post treatment. No add'l adverse effects. Sample is available.